Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient presented with a 2g drop in hemoglobin, fatigue, right-sided chest pains, dark stools, and shortness of breath. An egd and colonoscopy found no bleeding source and a capsule endoscopy showed a normal small power. The patient was treated with pantoprazole, IV iron, pain medication, and transfusions of packed red blood cells. The patient was subsequently discharged on oral iron and there were no further reports of bleeding. The hm3 IFU bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2019 it was reported that the patient received an esophagogastroduodenoscopy (egd) and colonoscopy, but no source of bleeding was identified. There was also a capsule endoscopy which revealed a normal small bowel. The patients symptoms included a 2g hgb drop with progressive fatigue, right sided chest pain, dark stools, some shortness of breath. Treated with 3 days of IV iron(discharged on oral iron) and pain medication. The patient was discharged and out of the hospital, presumed no ongoing bleeding. Cardiology appointment scheduled for (B)(6) 2019 and pain management plan was still being made(not fully resolved). No further information was reported.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) mentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with a 2 hgb drop and was sent to the emergency dept. For what was believed to be major bleeding. Presented to the emergency dept on (B)(6) 2019 and started on pantoprazole and admitted for further management while hospitalized. The patient received prbc's.